Manufacturer narrative:
(B)(4).

Event description:
According to reporter, the device worked fine for the first reload, but then the needle popped out when trying to suture with the second reload. The tech has been loading the device for a long time. She cleans it out in between reloads and cycles the device to make sure that the needle is properly loaded before handing it to the surgeon. The procedure was finished with a new device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.